Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, provided pump reset information, and confirmed that the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which was acknowledged and understood.